Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a controller error alarm. There was no reported patient harm.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned and tested. The issue with the purge disc not consistently being detected was reproduced. The root cause of the issue was determined to be that the purge disc retainer was loose due to a broken internal mounting post.